Manufacturer narrative:
The reported complaint of "the icy catheter (lot # 97018) leak" was not confirmed during the functional testing of the returned catheter. No device malfunction was observed during the testing and the catheter worked as intended. The probable root cause for the customer reported complaint of "while disconnecting the icy catheter (lot no 97018) from the start-up kit (suk), noticed out flow of saline from the luers" could be due to not securing the luer-lock connections properly. Per icy catheter instructions for use (IFU): all luer-lock connections and covers must be securely tightened to prevent air embolism or fluid or blood loss. Catheter should be routinely inspected for flow rate, security of dressing, correct catheter position and for secure luer-lock connection. Upon visual inspection, no physical damage was observed. The catheter balloons were examined and there were no tears, balloon bond detachment or rupture noted. Noticed dried blood residue on the balloons and on all luered tubing's. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons were fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens were flushed without resistance. The returned icy catheter was connected to our standard suk and ran with the thermogard xp ivtm system for an hour in the max warming mode with target temperature of 37°c and an hour in the max cooling mode with target temperature of 35°c, no leak was observed on the catheter. The red pinwheel on the known good suk was observed spinning. The saline was circulating in both cooling and warming mode.

Event description:
During the completion of the ivtm treatment, the thermogard xp ivtm system generated "air trap" alarm and the user noticed empty saline bag. The user observed saline traces on the patient's bed or sheets. While removing the icy catheter (lot no 97018) from the patient, the user noticed out flow of saline from the luers. Suspecting catheter leak. The dwell time of the catheter was approximately 3 to 4 days. No device malfunction was reported on the ivtm system. No patient consequence was reported.